Event description:
This MDR is being submitted retrospectively as a result of an internal audit corrective action. (B)(6) called on (B)(6) 2010, to inform baxa technical support of a patient involved incident at their facility on (B)(6) 2010. The flow rate of the patient's tpn infusion therapy was administered as 650 ml/hour instead of 50ml/hour. The issue was a result of an incorrect adjustment on the tpn label template; the first digit of the flow rate was 6, therefore when an entry was made the label read 600 more than the actual requested rate of infusion (i.e. The label read 6xx instead of xx). The customer stated that as far back as he could remember, they used a black marker to cover the "6" but this label was missed. Tpn therapy was stopped 2 hours into the 5 hour infusion. No adverse events or patient injury resulted as a result of this infusion.

Manufacturer narrative:
The customer provided baxa technical support with a copy of their abacus database. At the time of the database review there was no indication that the abacus software malfunctioned. No adverse events or patient injury resulted as a result of this infusion a review of previous complaints reveals this is the only customer reporting the presence of a 6 within flow rate. Therefore it is reasonable to assume that the customer edited the label format and the 6 was missed during the recommended secondary pharmacist/clinician review. The customer also stated the 6 had been present for as far back as he could remember, there is no record of the facility contacting baxa technical support prior to this incident in regard to their label issues. Baxa technical support was able to resolve the customer's label issues during a follow-up call on (B)(4) 2010; they have not reported any issues with their labels since. Tech support also reiterated, to the customer, to contact them before changing a label if they are unfamiliar with doing so. Labels are created using the abacus label-generating tool. Labels are produced in graphical format using the standard windows printing control tools. The abacus configuration guide warns customers that label changes can result in patient harm. All changes, even those completed by baxa corporation, must be tested and reviewed by a responsible clinician prior to use in a live environment. A review of risk documentation was performed, and it has been concluded that this issue is not occurring with greater frequency or severity than anticipated.